Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The pump was unable to perform any test due to the unresponsive keypad. The pump was received with a cracked battery tube thread, a cracked reservoir tube lip, a cracked case near the display window corners, crack on the display window, and minor scratches on the display window were noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was returned for an unknown reason.